Manufacturer narrative:
The actual device was not returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Device not available.

Event description:
The user facility reported that the anchor was broken. The following information was reported: when the angio seal device was unpacked, the anchor was already broken; the broken angio seal device was not used; a new angio seal device was used to complete the procedure; the event occurred pre-treatment; and there was no health damage to the patient.

Manufacturer narrative:
This report is being submitted as follow up no 1. To provide the evaluation results. The sample was not returned for evaluation. An evaluation of the complaint sample could not be performed due to the sample being unavailable. With no return of the actual device the exact root cause of the event cannot be determined. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. There is no evidence that this event was related to a device defect or malfunction. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.